Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was exposed to moisture. Customer's blood glucose was 209 mg/dl. Device vibrated and had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch and corroded battery tube. Unit received with cracked battery tube threads, minor scratches on case, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.